Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation connector cracked. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be confirmed for reported malfunction and cause traced to component failure connector damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope displayed no image, with multiple colored lines across the screen, and that the electrical contact of the plug was loose at the joint. The issue was identified during setup. There were no reports of patient involvement.